Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: two failed removal attempts, hook of filter embedded in inferior vena cava (ivc) wall.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: two failed removal attempts, hook of filter embedded in inferior vena cava (ivc) wall. The following additional information was received per the patient¿s medical records: the patient had a history of deep vein thrombosis (dvt). According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately one-month post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in the posterior wall of the ivc and the device is unable to be retrieved, with an unsuccessful removal attempt as the filter is embedded in the posterior wall of the ivc. The patient also reports pain and suffering as well as stress and anxiety from the ivc filter being stuck inside the body for the rest of the patient¿s life, in addition to fear that the filter could move or break and cause further damage.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient had placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of deep vein thrombosis (dvt). The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to two failed removal attempts, hook of filter embedded in inferior vena cava (ivc) wall. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in the posterior wall of the ivc and the device is unable to be retrieved, with an unsuccessful removal attempt as the filter is embedded in the posterior wall of the ivc. The patient also reports pain and suffering as well as stress and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: two failed removal attempts, hook of filter embedded in inferior vena cava (ivc) wall. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient had placement of optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt). The ivc filter was placed below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to two failed removal attempts, hook of filter embedded in inferior vena cava (ivc) wall. The patient underwent an unsuccessful filter removal. The proximal hook of the optease filter is embedded in the posterior wall of the ivc; despite multiple maneuvers, the filter could not be safely removed from the wall of the ivc; therefore, it was left in place. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in the posterior wall of the ivc and the device is unable to be retrieved, with an unsuccessful removal attempt as the filter is embedded in the posterior wall of the ivc. Multiple attempts were made to secure the hook but were unsuccessful. The patient also reports pain, stress and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported unable to engage hook and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: two failed removal attempts, hook of filter embedded in inferior vena cava (ivc) wall. The following additional information was received per the patient¿s medical records: the patient had a history of deep vein thrombosis (dvt). The ivc filter was placed below the level of the renal veins with no inmediate complications. The patient underwent an unsuccessful filter removal atempt. The proximal hook of the optease filter is embedded in the posterior wall of the ivc; despite multiple maneuvers, the filter could not be safely removed from the wall of the ivc; therefore, it was left in place. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately one-month post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt, filter embedded in the posterior wall of the ivc and the device is unable to be retrieved, with an unsuccessful removal attempt as the filter is embedded in the posterior wall of the ivc. Multiple attempts were made to secure the hook but were unsuccessful. The patient also reports pain and suffering as well as stress and anxiety from the ivc filter being stuck inside the body for the rest of the patient¿s life, in addition to fear that the filter could move or break and cause further damage.